Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power even after a reboot. The field service engineer (fse) confirmed that the station appeared powered on, but a fault in the pixie bus prevented startup. Through isolation, the fse found that drawer 6.1 was causing the issue. The fse removed the control board and installed a new replacement. After installation, the station powered up and functioned correctly. The fse logged into support mode and completed the required diagnostic tests. The customer verified the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device had no power even after a reboot. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.